Event description:
Surgeon: mr. (B)(6) (regular user of product) performed a varicose vein procedure on one leg of patient with success, and then used the same line and a new olive for the second leg of the same patient. Product specialist cannot confirm if tension of the line or loading was checked by the surgeon or medical staff before performing the second leg. The surgeon inserted the line on the second leg but on removal, the olive tip and the vein remained in the situ. Retrieval was not performed on the date of incident. The surgeon was not prepared to do so as the patient was large and has large dermatitis legs. Patient was stable and discharged from hospital on (B)(6) 2015. Retrieval surgery booked for (B)(6) 2015.